Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, the pulse wires in the distribution node were not soldered properly. This caused the electrode belt to fail a high pot and insulation resistance test. The root cause of the wires not being soldered properly was unable to be positively determined, but was likely an assembly error. No adverse event resulted from the incorrectly soldered wires in the distribution node.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4) the electrode belt failed a high-pot test and insulation resistance test. The last pt to use this belt did not report any deficiencies.